Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation with a balloon catheter, a 3.00mmx15mm nc emerge(tm) balloon catheter was advanced for further dilatation. The balloon was inflated twice at 16 atmospheres for both inflations. However, on the 2nd inflation, the balloon ruptured after being inflated for 10 seconds. The ruptured balloon was removed from the patient completely. A 3.0x10 flextome cutting balloon was used for dilatation then a 3.0x28 synergy drug-eluting stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation with a balloon catheter, a 3.00mmx15mm nc emerge® balloon catheter was advanced for further dilatation. The balloon was inflated twice at 16 atmospheres for both inflations. However, on the 2nd inflation, the balloon ruptured after being inflated for 10 seconds. The ruptured balloon was removed from the patient completely. A 3.0x10 flextome cutting balloon was used for dilatation then a 3.0x28 synergy drug-eluting stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.